Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 4. The valve was visually inspected; the needle guard was raised and blocking the flow. The valve was hydrated. The valve was tested for programming and passed. The valve was flushed; and failed, there was no flow. The valve was dried. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue is not confirmed. The root cause for the raised needle guard could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard dislodgement or occlusion of the fluid pathway. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, during implantation, a certas valve would not flush. It was noticed that the silicone was deformed and it was revised. The procedure was delayed, but there were no reports of patient harm. The product will be returned.